Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacing lead implant attempt there was placement difficulty and the lead kept dislodging from the implant site. The physician made several attempts, but the lead would not stay in place. A new pacing lead was implanted with success. No patient complications have been reported as a result of this event.